Manufacturer narrative:
Qn# (B)(4).

Event description:
The catheter was inserted on (B)(6), the patient had a contrast injection. There were no issues during the injection and infusion went perfectly fine, however after the patient returned the nurse noticed the external lumen looked very stretched out / flat. The CT machine said that it never exceeded 2.95 ml. There was no harm to the patient, however a new cvc had to be placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the medial extension line had ballooned throughout the body. This damage is consistent with over pressuring of the extension lines. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line outer diameter in an area not affected by the ballooning measured 0.0855" which is within the specification limits of 0.084" - 0.088" per the distal extension line extrusion graphic. The distal extension line inner diameter measured 0.056" which is within the specification limits of 0.055" - 0.059" per the distal extension line extrusion graphic. A manual tug test confirmed that the medial luer hub was secure on the medial extension line extrusion. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "when used for pressure injection of contrast media, do not exceed the maximum indicated flow rate for each catheter lumen. The maximum pressure of power injector equipment used with the pressure injectable cvc may not exceed 400psi. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The medial line luer hub indicates a max pressure of 5 ml/sec and the customer reported that "the CT machine said that it never exceeded 2.95 ml". The IFU also contains the warning "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" and includes detailed instructions on maintaining catheter patency. The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the medial extension line was ballooned throughout its body. The medial extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The catheter was inserted on the 19th and on the 22nd the patient had a contrast injection. There were no issues during the injection and infusion went perfectly fine, however after the patient returned the nurse noticed the external lumen looked very stretched out / flat. The CT machine said that it never exceeded 2.95 ml. There was no harm to the patient, however a new cvc had to be placed. The patient's condition is reported as fine.